Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device could not be removed from the anatomy. In accordance with the instructions for use the access ports were utilized; however, the device remained difficult to remove. The device was removed, after many attempts, by pulling the device out from the pt anatomy which was painful for the pt. Hemostasis was achieved with the starclose se clip. It was believed that the locator wings had become stuck in the tissue. When the device was removed, the locator wings were broken; they did not appear to have their "usual shape." There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: eval of the returned device and review of the photo returned from the customer suggested that the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. The returned condition indicated that the locking mechanism on the thumb advancer was unlocked, however, the thumb advancer was not manually retracted as far proximal as possible as instructed in the IFU. The IFU, under the closure procedure section, states: if resistance is met upon removal of the device, use the access ports feature to unlock the thumb advancer. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. Slide the safety release to collapse the locator wings and reset the plunger. The locator wings are fully collapsed when the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the pt's body, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage. Consistent with the reported experience, all of the locator wings were detached from the distal retaining ring due to repeated attempts pulling the device out of the pt anatomy. The broken wings remained securely attached within the locator. Based on our investigation, the probable root cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No mfg or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.